Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the patient was positive for heparin induced thrombocytopenia. The patient was treated with argatroban, heparin was discontinued, and bivalirudin was started for anticoagulant therapy. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.